Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and telescope were kinked, and that there was no imaging core windup within the telescope and sheath sections of the device. Visual and microscopic inspection revealed the imaging window was detached near the lap joint section. Based on the evidence, the as reported code of image lost was confirmed.

Event description:
Reportable based on device analysis completed on 21mar2024. It was reported that visualization issues occurred. The 40mm x 2.50-3.50 mm target lesion had diffuse stenosis and was located in the mid to distal right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.